Event description:
Preop and postop diagnosis of pt condition was "giant para-esophogeal hernia incarcerated". The operation was "reduction of para-esophogeal hernia, closure of the hiatus defect, nissen fundoplication procedure performed by laparoscopy". The surgeon reported the harmonic scalpel wouldn't cut when used at the usual settings of 3 and 5. He wondered if there wasn't enough heat, so he applied heat over a longer period of time. The surgeon identified a 2mm esophogeal perforation 48 hours post-op that he believes was caused by the additional heat applied. Two days later the pt returned to the or for repair, fundoplication and jejunostomy.